Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6)2024 and forwarded to millyard advanced medical products, llc on (B)(6)2024. The patient reported having a problem with multiple cassettes on both pumps, receiving alerts to replace the cassette. Troubleshooting was unsuccessful. No adverse side effects were reported, and replacement systems were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.